Event description:
The following was reported to davol via maude event report (mw5042646): "on (B)(6) 2015 developed acute severe abdominal pain and swelling at surgery sight, subsequently requiring further surgery, draining, loss of work." Per follow up with patient: the patient has alleged that on (B)(6) 2006 he underwent an epigastric incisional hernia repair with the implant of a bard/davol composix kugel patch. Approximately, nine years later the patient reports that while performing heavy labor duties at his place of employment he experienced severe abdominal pain with burning at hernia repair site with redness and itching. Reportedly, the patient visited his doctor, and on (B)(6) 2015 had an abscess drained by his surgeon due to an infection in his abdominal incisional area. Reportedly, on (B)(6) 2015 the patient had the patch explanted due to infection and the incision was repaired with sutures only. The patient states that he continues with treatment by the explanting surgeon and that his abdominal wound is healing.

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.